Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed due to a defective bearing cage on the back of the left rail. A field service engineer replaced the rail, inspected all cables and boards for any cuts or damage from the rail, and adjusted the guide rails to prevent the drawer from being squeezed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was broken and could not stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.